Manufacturer narrative:
(B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, rupture, and reoperation.

Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, the patient underwent an ascending aorta replacement using a vascular graft to repair the stanford type a aortic dissection. On (B)(6) 2016, the expansion of the false lumen was observed. A conformable gore® tag® thoracic endoprosthesis was implanted to cover the entry tears found in the ascending thoracic aorta at the anastomotic site of the vascular graft, and another ctag device was implanted in the descending thoracic aorta to cover several entry tears in the area. (Two devices were implanted separately.) Prior to the implantation of the devices, a bypass from the left axillary artery to the left common carotid artery and the innominate artery. The procedure was concluded with no endoleak and the exclusion of the false lumen. On (B)(6) 2016, an expansion of the false lumen around the distal aortic arch was identified. The physician suspected a perfusion from an entry tear developed in the distal aortic arch and several re-entry tears found in the distal descending thoracic aorta. An aortic rupture was also suspected. Two ctag devices were implanted from the distal aortic arch to just above the superior mesenteric artery to cover the new entry tears. The final angiography showed a perfusion from a reentry tear identified in the abdominal aorta. But the physician determined to monitor the patient, and the procedure was concluded.